Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information. D9: device available for evaluation - additional information. E1 initial reporter first name - additional information. E1 initial reporter last name - additional information. E1 initial reporter email address - additional information. E1 initial reporter street line 1 - additional information. E1 initial reporter city - additional information. E1 initial reporter postal code - additional information. H2: type of follow up - additional information. H6: additional information. H11: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.